Event description:
Channel a check IV set alarm. Ail sensor assy- cracked housing, bezel assy- lower hinge crack and pressure sensor- check IV. There was no patient involvement. (B)(4). The device was not received as of this date. No determination regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. No escalation was required per swi-1501-006-000 and swi-1501-070-000.

Manufacturer narrative:
The device was not received as of this date. No determination regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). The device was not received as of this date. No determination regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. No escalation was required per (B)(4).